Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an leak in iab circuit alarm. No blood was seen inside the catheter or tubing. The connection status was checked, but the alarm did not improve. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covered the membrane. No blood was observed inside the catheter. Five kinks were observed on the catheter tubing near the y-fitting approximately 75.9 cm, 75.4cm, 74.4cm, 73.9cm, and 73.4cm from the iab tip. Two additional kinks were observed on the catheter tubing approximately 70.1cm and 37.8cm from the iab tip. The pressure tubing and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not fully inflate due to the multiple kinks found on the device. The condition of the iab as received indicated kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field: describe event or problem. Reference complaint #(B)(4).

Event description:
It was reported that after 3 to 4 days of intra-aortic balloon (iab) therapy, the console generated an leak in iab circuit alarm. No blood was seen inside the catheter or tubing. The connection status was checked, but the alarm did not improve. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.